Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and was completely down. A field service engineer identified the issue with main full height drawer 6 and the drawer control controller was replaced, and functionality was confirmed using a multimeter to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine had no power and was completely down. Remote smart service had been offline for approximately 3 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.